Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted that the right atrial (ra) lead also showed a "lead position check" alert. Follow-up was unable to provide additional information related to the ra lead position check. The device was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.